Manufacturer narrative:
H6: investigation summary the customer reported the tubing is breaking, and returned two unopened and one used sample, for three total. The two unused samples were both separated below the drip chamber, and the complaint is verified. The third used sample also verified the failure. The drip chambers both had no evidence of solvent, and manufacturing facility found this to be due to personnel not following the assembly procedure correctly. Device history record review for model 10013072 lot number 22115368 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h10.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ low sorbing infusion set tubing broke apart. This occurred with 3 sets. The following information was provided by the initial reporter: "caller states the tubing is breaking apart."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ low sorbing infusion set tubing broke apart. This occurred with 3 sets. The following information was provided by the initial reporter: "caller states the tubing is breaking apart."